Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical singapore for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including 30j shock testing and functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the 30 joule self test, and the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.